Event description:
The customer called to report frequent high blood glucose levels and no delivery alarms. The blood glucose reading at the time of the call was 232 mg/dl. The customer stated that she went to see her doctor, and he sent her to the emergency room due to high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer later called to report a motor error alarm during the prime. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.